Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. Review of provided patient x-ray confirms the reported material fracture. A search of the complaints databases and/or a review of device history records was not possible as the necessary product/lot code combination was not provided. The initial reporting indicated the patient fell. In revision surgery, it was stated that the primary stem was well undersized and although minimal distal ingrowth was achieved, the lack of endosteal contact contributed to the stem fracture upon falling. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Revision surgeon concluded that original stem was well undersized and although had ingrown distally to some degree the lack of endosteal contact had caused the stem to fracture when the patient had a fall.